Event description:
It was reported that on (B)(6) 2014 the patient was undergoing implantation of another unrelated device when the existing intrathecal catheter was accidentally cut. The surgeon wanted to repair the catheter and needed a revision kit so the manufacturer representative was called in the afternoon of (B)(6) 2014 to bring a revision kit. The patient was prone on the operating room table when the representative arrived. The representative was able to see the two severed pieces of the catheter. The representative did not see cerebrospinal fluid (csf) backflow. It was suggested that the surgeon replace the intrathecal portion of the catheter; however, the surgeon did not want to do this. The surgeon used a repair kit to join the two pieces of the catheter and the incision was closed. The doctor did not want to prime the existing catheter; he wanted to leave the pump infusing as it had been and do nothing else. Therefore the pump was never interrogated and thus the drug was unknown. The reporter assumed that the pump must have been helping ¿or they would not have wanted to repair the catheter¿. However, it was speculated that the patient needed additional pain relief as another pain device was being implanted. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).